Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), incontinence ("incontinence"), autoimmune disorder ("autoimmune disorder"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, incontinence, autoimmune disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fallopian tube perforation, incontinence and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. Injury nos replace with new event perforation fallopian tubes. New events pain, incontinence, autoimmune disorder, depression, anxiety was added. Date of birth, removal date was added. Plaintiff address was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), incontinence ("incontinence"), autoimmune disorder ("autoimmune disorder"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, incontinence, autoimmune disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fallopian tube perforation, incontinence and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.